Manufacturer narrative:
(B)(4). The customer returned one arterial catheter for analysis. Signs of use in the form of biological material were observed within the catheter extrusion and extension line. The slide clamp was additionally activated on the extension line. The slide clamp was opened from the extension line. Visual inspection of the extension line revealed that the slide clamp had left an indent, indicating that the slide clamp was activated for sustained periods of time. The total length of the catheter body measured 123 mm, which is within the specification limits of 122-126 mm per catheter product drawing. The outer diameter of the catheter body measured 1.27 mm, which is within the specification limits of 1.24-1.30 mm per catheter product drawing. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "indwelling catheter should be routinely inspected for desired patency, security of dressing, and possible migration." The catheter was flushed with a lab inventory syringe and the catheter flushed as intended. The activated slide clamp may have contributed to the loss of monitoring capabilities. At this time, it cannot be confirmed if the slide clamp was present at the time of use. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities. Warning: do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations." The customer report of a faulty arterial catheter was not able to be confirmed by the complaint investigation of the returned sample. The catheter was returned with the slide clamp activated which may contribute to the loss of monitoring capabilities. However, it is undetermined if the slide clamp was activated at the time of use. A device history record review was performed, and no relevant findings were identified. Based on these circumstances, the potential root cause cannot be determined at this time. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that "the catheter was inserted in the right femoral artery, but the device was not properly working one day after insertion. The issue occurred during blood pressure measurement: the curve not impossible to measure. There was a discrepancy between blood pressure measured by the catheter and blood pressure measured manually. There were no clinical consequences." The associated emdr report numbers are 3006425876-2025-00247, 3006425876-2025-00248 and 3006425876-2025-00251.

Event description:
It was reported that "the catheter was inserted in the right femoral artery, but the device was not properly working one day after insertion. The issue occurred during blood pressure measurement: the curve not impossible to measure. There was a discrepancy between blood pressure measured by the catheter and blood pressure measured manually. There were no clinical consequences.". The associated emdr report numbers are 3006425876-2025-00248 and 3006425876-2025-00251.

Manufacturer narrative:
(B)(4)